Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as touch contamination, which caused peritonitis. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. Initially, the home patient (hp) contacted baxter's technical service (bts) center requesting assistance with an unrelated alarm which occurred on the homechoice device during pd therapy. The solution to the issue was provided over the phone. During the conversation, the hp stated he had peritonitis. No further clinical information was provided at the time of the initial call. During follow up with the pd nurse (pdn), the following additional information was obtained. Prior to the call to bts, the hp experienced peritonitis. The hp was started on an unspecified treatment for the peritonitis at the pd clinic. The pdn stated the cause of the peritonitis was touch contamination by the hp (details not provided). On an unreported date, the hp was re-trained in aseptic technique. At the time of this report, the hp had recovered from the peritonitis.